Event description:
It was reported by the hospital contact that a complaint was filed to three orbit galaxy coils (640cf0515/15832132 dcs impeded in microcatheter with no loss of target site/dpu kinked, 640cf0515/15832132 dcs impeded in microcatheter with loss of target site/dpu kinked, and 640cf0515/16095291 dcs impeded in microcatheter with no loss of target site). The 1st complaint galaxy (1st 15832132) was chosen as the 1st coil to be inserted, but during the insertion the physician experienced a severe resistance in the middle of the microcatheter (details unknown). The physician applied a force to advance the galaxy deeper, yet by doing so the dpu got kinked. The same issue also occurred with the 2nd complaint galaxy (2nd 15832132) that was inserted next. At this point, anomalies with the mc was suspected, thus it was replaced with another headway. The physician then inserted the 3rd complaint galaxy (16095291), yet the physician still experienced a resistance, and could not be inserted. Eventually a cashmere (5 x 12, lot unknown) was chosen instead, which the physician was able to insert without an issue. Afterward 7 galaxy coils (details unknown) were consecutively inserted without experiencing a friction, and the procedure was completed without further issues. However, due to the event it was delayed for 30 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. Due to the fact that the patient was a hcv carrier, the complained products have already been safely disposed. The procedure was the coil embolization of an unruptured aneurysm at the patient¿s a-com, approached from the femoral artery. The vessels were moderately tortuous and mildly calcified.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products: sheath introducer by terumo (type unknown), a chikai 14 (asahi intecc), a roadmaster (goodman, 6fr type), 2 headway (terumo, 45°type), a scepter xc (terumo, 4-11 type), a y-connector by goodman (type unknown), and a dcs syringe ii (details all unknown), orbit galaxy coils (640cf0515/15832132), orbit galaxy coils (640cf0515/16095291), cashmere (5 x 12, lot unknown), 7 galaxy coils (details unknown), microcatheter (details unknown).

Manufacturer narrative:
It was reported by the hospital contact that a complaint was filed to three orbit galaxy coils (640cf0515/(B)(4) dcs impeded in microcatheter with no loss of target site/delivery tube kinked, 640cf0515/(B)(4) dcs impeded in microcatheter with loss of target site/ delivery tube kinked, and 640cf0515/(B)(4) dcs impeded in microcatheter with no loss of target site). The 1st complaint galaxy (1st (B)(4)) was chosen as the 1st coil to be inserted, but during the insertion the physician experienced a severe resistance in the middle of the microcatheter (details unknown). The physician applied a force to advance the galaxy deeper, yet by doing so the delivery tube got kinked. The same issue also occurred with the 2nd complaint galaxy (2nd (B)(4)) that was inserted next. At this point, anomalies with the mc was suspected, thus it was replaced with another headway. The physician then inserted the 3rd complaint galaxy ((B)(4)), yet the physician still experienced a resistance, and could not be inserted. Eventually a cashmere (5 x 12, lot unknown) was chosen instead, which the physician was able to insert without an issue. Afterward 7 galaxy coils (details unknown) were consecutively inserted without experiencing a friction, and the procedure was completed without further issues. However, due to the event it was delayed for 30 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. Due to the fact that the patient was a hcv carrier, the complained products have already been safely disposed. The procedure was the coil embolization of an unruptured aneurysm at the patient¿s a-com, approached from the femoral artery. The vessels were moderately tortuous and mildly calcified. A sheath introducer by terumo (type unknown), a chikai 14 (asahi intecc), a roadmaster (goodman, 6fr type), a headway (terumo, 45°type), a scepter xc (terumo, 4-11 type), a y-connector by goodman (type unknown), and a dcs syringe ii (lot unknown) were used for this procedure. Based on the information, the event was not confirmed. The products were not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.